Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255 mg/dl. The customer's expected fasting blood glucose test result range is 93 - 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is (B)(6) 2017. The customer stated that he has not made any recent changes in his diet, exercise regimen, and medication. The customer stated he is testing once a day (fasting) and taking medication to control his diabetes (pill form). The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all of these results: (B)(6).